Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.